Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 580 mg/dl and low blood glucose level of 42 mg/dl. Customer's other blood glucose value was 244 mg/dl, 120 mg/dl. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose values. The customer was treated with manual injections for high blood glucose level and glucose tablets and soda for low blood glucose levels. The insulin pump passed the high pressure test. Troubleshooting was performed for high blood glucose levels. The device is not expected to be returned for analysis.